Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The original surgery lumbar 2-3-4 plif was performed. Facet incompetency and instability at lumbar 2-3, 3-4. On (B)(6) 2015 the patient complained of audible creaking in his lower back. A revision took place on (B)(6) 2015 to correct a loose black and screw. All zimmerbiomet parts were removed and replaced.